Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year and 6 months. The device was returned for analysis. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a blood sample and a driveline exit site culture tested positive for bacterial mycobacterium fortuitum on (B)(6) 2016. The patient was treated with amikacin and was found to be resistant to the antibiotic clarithromycin. The patient was to continue on doxycycline and ciprofloxacin through (B)(6) 2017, and continue on doxycycline indefinitely. A single-photon emission computed tomography (spect) performed on (B)(6) 2017 revealed that the driveline, pump, and inflow cannula were infected. On (B)(6) 2017 a driveline debridement was performed and it was decided to exchange the pump. On (B)(6) 2017, the patient underwent a pump exchange. It was reported that the patient was doing well after the surgery.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. The patient¿s pump was returned assembled with the driveline severed approximately 11 inches from the pump housing and the remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.